Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros eciq immunodiagnostics system. Based on historical quality control results, a vitros tropi es lot 2026 performance issue is not a likely contributor to the event. However, as the customer does not process any control fluid at or below upper reference limit (url) to verify the performance of the reagent lot at that concentration, a reagent issue cannot be entirely ruled out. Vitros tropi es precision testing performed was within acceptable guidelines, indicating an instrument issue was not likely a contributing factor. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros eciq immunodiagnostics system. Patient vitros tropi es result 0.083 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient sample result was reported from the laboratory, however a corrected report was subsequently issued. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).